Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was white residue in the air water channel and cylinder based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of reported customer allegation was failed plug unit. Additionally, the most probable cause of the white residue in the air water channel and cylinder could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a black screen when connected to the light source. There were no reports of patient harm.